Event description:
It was reported that during the post implant follow-up, this left ventricular lead was confirmed dislodged. The physician elected to surgically intervene to reposition the lead tip however, this proved unsuccessful and the lead was ultimately removed and replaced in absence of adverse patient effects. The explanted product was later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned in two segments; severed approximately 520mm from the terminal end. Inspection of the lead body and electrode tip found no anomalies other than the severed induced damages. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the post implant follow-up, this left ventricular lead was confirmed dislodged. The physician elected to surgically intervene to reposition the lead tip however this proved unsuccessful and the lead was ultimately removed and replaced in absence of adverse patient effects. The explanted product is intended to be returned for laboratory analysis.